Event description:
A user facility reported that a patient experienced a burn to the cheek during a fraxel treatment. The patient was given levicyn spray to treat the burn. It is reported that the patient is currently healing. No other treatments (besides the one reported) were being performed in same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has had prior aesthetic treatments on this area - filler and botox. The patient was also using skin care products, such as: skin nectar and phyto corrective products. The patient didn''t have any sun exposure during healing or post healing, and the skin type reported for the patient is type ii. The following wavelength(s) were used to perform the fraxel treatment: for 1550: the highest energy level used, percent coverage, number of passes completed was 40, 6, 4 respectively. For 1927: the highest energy level used, percent coverage, and number of passes completed was 10, 5, 4 respectively. There was no overlapping of passes and no system errors occurred, nor was anything out of the ordinary noticed during treatment. This was the first time this treatment tip was used. A burn paper test was not used prior to using the tip.

Manufacturer narrative:
After this event occurred, a system evaluation was performed by field service. Field service found a calibration and laser output failure during evaluation. The system was failing at low power settings with the power supply going out. However, these issues did not result in the reported event. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of the acceptable limits. The calibration and laser output failures were occurring at low energy settings and would not cause risk to the patient. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The exception to this would be if the fraxel tip plastic housing or component scratched the patient. For other reported events, tips are not a viable source of evaluation data. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The customer can also utilize the burn paper test to confirm system the laser is providing the correct pattern/coverage. The customer also performed a burn paper test after the event and sent it in for review. The review of the burn paper showed proper pattern/coverage. According to the fraxel dual 1550/1927 laser system user''s manual, burns and blisters are known possible complication after a fraxel treatment. Blistering or burns may develop over the treated areas. A review of the manufacturing records showed all requirements were met. Manufacturing test verification specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and blisters are known possible complication after fraxel treatment. There were no issues related to the event during the system's evaluation. No corrective action is required.